Manufacturer narrative:
Action taken: permanently discontinued. Outcome: recovering/resolving for the event of moderate to severe swelling of right knee and unknown for the event of aspirated right knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4) and the results were pending for the same. Seriousness criteria: required intervention (h&l injection).

Event description:
This unsolicited device case from (B)(6) was rec'd on (B)(4) 2014 from a healthcare professional. This case involves a (B)(6) female patient who experienced moderate to severe swelling of right knee and her right knee was aspirated while receiving treatment with synvisc. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, at 10:30 am, the patient started treatment with intra-articular synvisc injection, at a dose of 8 mg/2 ml (batch/lot number: n13062, expiry date: jan-2016) in the right knee for knee osteoarthritis. On (B)(6) 2014, at 10:30 am, the patient experienced moderate to severe swelling of right knee. It was reported that the patient had self-medicated with etoricoxib (arcoxia), celecoxib (celebrex) and mefenamic acid (ponstan) but swelling still persisted. On (B)(6) 2014, in the morning, the patient went to visit the doctor again and the doctor aspirated her right knee )volume not provided). It was reported that the patient rec'd h&l injection (hydrocortisone and lidocaine) and swelling subsided a little. On (B)(6) 2014, the patient would be reviewed again by the doctor.